Manufacturer narrative:
This report is related to linked patient identifier (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two balloons broke and fell in the patient's body. The fragments were swept out of the duct with another extraction balloon and the procedure was completed successfully with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to add an update to fields (d4, d9, h3, and h4). The device was evaluated by olympus. It was confirmed, that the balloon broke. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the balloon was scratched, due to stress being applied to the subject device when the balloon was inflated. However, the root cause of the reported event could not be determined. The event can be prevented, by following the instructions for use, which state: "be sure to check the readings on the premeasured syringes to see if its maximum volume matches the maximum diameter of the inflated balloon, indicated on the air-feeding port. An improper combination of the premeasured syringe and the balloon catheter may cause excessive inflation of the balloon. Resulting, in patient injuries such as tissue inflammation. This may also cause damage to the instrument". "Do not inflate the balloon with any syringes, other than the premeasured syringes included in the package. Otherwise, the balloon may burst and the pieces could remain in the duct". "Do not inflate the balloon rapidly. Otherwise, the balloon may burst and the pieces could remain in the duct". "Inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon". "Do not inflate the balloon with too much air. Otherwise, the balloon may burst and the pieces could remain in the duct". "Do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage or edema may occur". "Be sure to check the size of the treated duct under the x-ray image before inflating the balloon. And use the premeasured syringe as described to obtain the desired balloon diameter. Besides, make sure to feed air carefully, while observing, the balloon under the x-ray image. Otherwise, the balloon may be inflated larger than the diameter of the bile duct. Resulting, in excessive dilation of the bile duct or mucous membrane damage or the balloon may burst, causing mucous membrane damage or the pieces remaining in the duct". Olympus will continue to monitor field performance for this device.